Manufacturer narrative:
The 30mm aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and there were numerous broken wires; 7 on the distal disc, 6 on the proximal disc, and 18 around the waist. Information from the field indicated this device was snared and retracted, which is a likely cause of the broken wires. It met dimensional specifications when measured with a calibrated caliper. The device was unable to be loaded into a test loader due to the number of broken wires. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Event description:
A 30mm amplatzer septal occluder (aso) was selected for use. It was confirmed that the aso deployed as intended by tee. Right after the delivery cable was detached from the aso, the aso embolized into the left atrium. An attempt to retrieve with the use of a gooseneck snare catheter was made but the aso migrated further from the left atrium to right artium, right ventricle then finally the pulmonary artery. A 12f amplatzer torqvue 45 delivery system (dtv45) which was used for the aso deployment was advanced toward the pulmonary artery. Another guiding catheter was inserted into the 12f dtv45. The aso was retrieved but was not able to be pulled into the 12f dtv45. A new 12f dtv45 was prepared, the tip of the second 12f dtv45 was obliquely cut in order to widen the sheath tip opening. The aso was successfully retrieved into the second 12f dtv45. Although a larger aso use was considered, the procedure was aborted. The patient experienced no further consequences.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.